Event description:
It was reported that device shift and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device implanted on (B)(6) 2023. The patient was discharged. On (B)(6) 2026, the physician performed a transesophageal echocardiography (tee) on the patient and imaging showed that the closure device was shifted with gaps noted along the sides of the closure device. A magnetic resonance imaging (MRI) brain was performed as a routine follow-up, the patient has regular MRI brain studies for a meningioma, and the patient was diagnosed with a cerebral vascular accident (cva) on (B)(6) 2026. The MRI resulted in a left sub-acute/chronic infarct within left parietal-occipital lobe. The patient had no permanent deficits during cardiology office visit on (B)(6) 2026. The patient was on eliquis for six (6) weeks and then transitioned to plavix/aspirin for 6 months. At time of MRI on (B)(6) 2026, the patient was on 162mg aspirin daily. The post implant 45-day follow up tee imaging also showed the same closure device shift and a 3mm peri-device leak along the closure device sides. The patient was restarted on non-vitamin k oral anticoagulant (noac) therapy at this time. The patient is fully recovered.